Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend did not coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the vessel sealer extend (vse) by the customer noting a coagulation issue, an investigation is in progress to determine the cause of the complaint. Isi has received the vse involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently "coagulate", and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vse may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿not coagulated¿. The vessel sealer extend (vse) instrument was analyzed and the primary finding could not verify the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. Energy was delivered without any issues and passed the cut test. The knife slot measured at 0.027¿ and the jaw gap verification passed at .003¿. The grip force test was performed and passed at 8.03 lbs. In the straight orientation. No errors occurred during in-house testing. A review of logs showed no failures. The probable root cause of the alleged improper sealing cannot be established nor confirmed, as the returned instrument performed as intended with no issues noted.

Event description:
Refer to h10/h11 for follow-up information.